Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it. Customer was instructed to call back if the malfunction reoccurred, which was acknowledged and understood.